Event description:
Reporter states the bolts stripped out of both the front and back arm receivers. The end user was in a vehicle with family member and as family member was making a left hand turn the arm rest fell off and the end user fell hitting and splitting head open.